Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies, pump error 2 or pump error 28 alarms noted during testing. Device received with cracked battery tube area. Tested with a test p-cap and the test p-cap locked in place properly. Pump error 63 (variable 9) was present in the device trace download due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was totally shut down. The customer¿s blood glucose level was 75 mg/dl. Customer stated that the insulin pump had crack on battery compartment. The customer reported that the retainer ring was not damaged. Customer stated that the alarm history of insulin pump contains multiple insulin pump error alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.